Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the ic after inserting the catheter, a leak via the distal lumen was found. They stated that there was a small incision in the extension line. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a leak in the catheter was confirmed. Returned was a 3-lumen catheter marked 7fr x 20cm on the juncture hub. The customer also provided a photo of the sample. Under microscopic examination two depressions were observed in the distal extension line approximately 2 cm from the juncture hub. One depression was approximately 6 mm in length and one was approximately 8 mm in length. The texture of the sides of the both depressions resembled the surface of the extrusion. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. The proximal and medial lumens did not leak. As pressure was increased on the distal lumen, a small bead of water formed at one of the depressions. Under microscopic examination, water was observed leaking from one small location at the end of one of the depressions. An attempt to simulate the depression by using a scalpel and a pair of scissors on a lab sample was unsuccessful. A device history record review was performed, based on sales history, and did not reveal any manufacturing related issues. Based on the appearance of the leak site and the attempts to simulate other remarks: the leak, the probable cause of this issue is manufacturing related. Further investigation of this issue has been initiated.